Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12084. It was reported the pt has suddenly stopped feeling stimulation. It was also reported the amplitude auto-reduces and the pt feels a surge or shocking sensation. Reprogramming was not able to resolve the issue. It was reported a second reprogramming session performed on (B)(6) 2012, was able to provide effective coverage. It was also reported she no longer feels the surging and shocking sensations.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.